Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The sterilization team noticed that the cable is stripped after the surgery. No patient impact.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device history record for zimmer electric dermatome serial number (B)(4) was reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On 4 february 2019, it was reported from ghr mulhouse et sud alsace that the cable on a dermatome was stripped. The customer returned a zimmer electric dermatome, serial number (B)(4), for evaluation. Evaluation of the device on (B)(6) 2019 noted that the device was out of side to side calibration at the zero setting. Upon further investigation, it was found that the control bar was not in the correct position and that the device had a defective cable and reciprocating arm. Repair of the dermatome occurred on (B)(6) 2019 and involved replacing the reciprocating arm, plug harness assembly, and the needle bearing as well as recalibrating the device. The technician then verified that the device was functioning as intended and the dermatome was returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician confirmed that the cable had been damaged, it cannot be determined from the information provided as to what caused the damage to the cable. Therefore, a specific root cause of the reported damaged cable cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Evaluated by external contractor.